Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: state of residence at time of placement- (B)(6). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure in 2 pieces, one removed from the field') and menometrorrhagia ('menometrorrhagia.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 3, vaginal delivery, genital bleeding, cramp in lower abdomen, dysfunctional uterine bleeding, menometrorrhagia and left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure endometrial ablation and operative laparoscopy, bilateral salpingectomy,hysteroscopy and dilation ,removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and menometrorrhagia outcome was unknown. The reporter considered device breakage and menometrorrhagia to be related to essure. The reporter commented: state of residence at time of placement- georgia. Discrepancy noted in date of insertion: (B)(6) 2014 (as per mr). Discrepancy noted in date of removal: (B)(6) 2019 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: therapeutic tubal occlusion confirmed bilaterally. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, menometrorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: medical record received: event 'medical device removal' was updated by 'essure in 2 pieces, one removed from the field'. Event 'menometrorrhagia', medical history, lab data, patient's aka name, reporter information were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: state of residence at time of placement- (B)(6). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure in 2 pieces, one removed from the field') and menometrorrhagia ('menometrorrhagia.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 3, vaginal delivery, genital bleeding, cramp in lower abdomen, dysfunctional uterine bleeding, menometrorrhagia and left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure endometrial ablation and operative laparoscopy, bilateral salpingectomy, hysteroscopy and dilation, removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and menometrorrhagia outcome was unknown. The reporter considered device breakage and menometrorrhagia to be related to essure. The reporter commented: state of residence at time of placement- (B)(6). Discrepancy noted in date of insertion: (B)(6) 2014 (as per mr). Discrepancy noted in date of removal: (B)(6) 2019 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: therapeutic tubal occlusion confirmed bilaterally. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, menometrorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.